Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pain ("pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss on little bunches"), dyspareunia ("unspecified problems to intercourse") and depression ("depression"). She is on waiting list to remove essure. Essure treatment was not changed. At the time of the report, the pain, alopecia, dyspareunia and depression outcome was unknown. The reporter considered alopecia, depression, dyspareunia and pain to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-aug-2017 for the following meddra preferred term: pain - analysis in the global safety database revealed 368 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.